Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the cause of the por was no battery life, and that the por had not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The hcp reported that the patient contacted the clinic to let them know the patient saw a power on reset (por) message. The hcp reported that the patient had the ins turned off for some time due to pregnancy. The hcp reported that the patient was recently seen at the office to have the ins turned on and reprogrammed. The hcp reported that the programming nurse that the patient saw said that the battery voltage was ¿ok¿ which they thought was strange given the age of the battery and were planning to have her back in a couple months from that time. The hcp reported that the patient stated upon turning stimulation back on that therapy was working for her and she had a return of symptoms. No troubleshooting could be done due to lack of access to the patient. There were no falls or traumas that could be related to this issue. No further complication anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had the ins replaced in (B)(4)2017. They think there was a malfunction of the device. A couple months before it died patient had been at the doctor and they showed patient had 2-3 years left on the battery. Patient said their ins just died and all their symptoms came back. Patient said they were told the battery was going to last 5-10 years. Patient said it wasn't connecting with the programmer. They changed the programmer batteries however it was still giving them a phone symbol. Patient said they couldn't get out of bed for three days and that their symptoms came back instantly. No further complications were reported. [Please refer to pe 702939298 for unkown patient ins died and pe 702939299 return of sx; urgency/freq/leaking]